Event description:
It was reported that the patient was scheduled for elective replacement of the right ventricular (rv) lead. During the procedure, it was noted that the right atrial (ra) lead was fractured. The physician elected to explant and replace the entire system. It was further reported that the rv lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): outer insulation breached, all conductors were distorted, the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation had a cosmetic cut, all insulators were breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was tissue on the helix; full lead returned and analyzed. (B)(4) the full lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was fractured, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.